Event description:
It was reported the pt is not receiving adequate coverage due to receiving stimulation in an unintended area. X-rays revealed the pt's 3186 lead has migrated. Reprogramming provided unpleasant/uncomfortable stimulation instead of adequate coverage. As a result, the pt plans to use an alternative form of therapy for proper pain relief.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.